Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 13i20h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review will be performed for the potentially associated lot number (13i20h25). If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4).

Event description:
This is report 3 of 4. It was reported that a patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. The patient was not hospitalized for this event. On an unreported date, the patient was treated with vancomycin (dose, frequency and route not reported) and tobramycin (dose, frequency and route not reported) for peritonitis. The cause of the peritonitis was unknown. At the time of this report, the patient had recovered from the event. No additional information is available.